Event description:
In a recent publication in the international urogynecology journal it was noted that a patient experienced migration of the mpq implant into her vagina. A postmenoposal woman underwnt periurethral buling with mpq in 2014 and presented in 2015 complaining of a vaginal mass. Upon examination a firm 2-cm lateral periuretral mass was observed. The mass was excised and the patient reportedly healed well. Pathology of the mass returned as a foreign body giant cell reaction with refractile gel-like material consistent with mpq.